Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that there has been no update from the physician's office or the patient regarding a replacement date. The device can be returned fi required. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep. It was reported that the patient met with their physician to schedule an upgrade to an intellis ipg. The patient stated they had difficult time charging and maintaining charge due to recent health concerns and the length of sitting in a position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient has had an increase charging burden and the ins was depleting quickly through the day. The patient denied any falls, however they stated there had been an increased charging burden steadily for a while. No specific time frame was given. The device was reprogrammed and stated an increase in pain coverage. No further complications were reported.